Manufacturer narrative:
Additional information was added to h4 and h6. H4: the lot was manufactured from february 05, 2020 - february 06, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: the event occurred "an unspecified date recently." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. It was further stated that the solution spilled into the plastic housing. This issue was identified during filling prior to patient use. There was no patient involvement. No additional information is available.